Event description:
I was using nutrifill exclusively as my scleral lens saline filling solution. A few weeks before the recall in may, I was experiencing unusual redness, pain and irritation in both eyes. I do not know for certain that it was caused by the nutrifill (my lots were not in the list of recalled lots) but it is definitely a possibility as my eyes cleared up and the symptoms resolved upon switching to another saline filling solution.